Event description:
It was reported that the patient experienced a loss of therapeutic effect after developing a kidney and bladder infection at (B)(6) 2011. The infection cleared but the patient could not feel stimulation on any of her four groups. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).